Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and was treated with unspecified antibiotics (dose, route, frequency, and duration not reported). On an unreported date, the patient was discharged from the hospital and was reported to have recovered from the suspected peritonitis. Antibiotic treatment was ongoing. Action taken with dianeal therapy was not reported. Additional information is not available at this time.